Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that the thread is splitting." This occurred when the suture was taken out of the box. All med watch submissions related to this patients are: 3003639970-2018-00698; 3003639970-2018-00699.

Manufacturer narrative:
There are no previous complaints of this code batch. A test the knot pull tensile strength of the received 19 unopened and 4 open race-packs was performed. The results fulfill the requirements of the european pharmacopoeia (ep): (4.04 kgf in average and 3.91 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum). A needle attachment test has been conducted on the samples received in order to discard a faulty needle-attachment during the manufacturing process. The results are 2.32 kgf in average and 1.77 kgf in minimum and fulfil ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. No splitting has been found on the closed samples received. A review of the batch manufacturing record for this product show a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Related med watch submissions: 3003639970-2018-00698, 3003639970-2018-00699.